Manufacturer narrative:
Date of event is estimated. A review of documentation supplied with the implant states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is consistent with user error.

Event description:
It was reported the patient stopped charging their ipg. Later the ipg became inoperable and was unable to communicate with external devices. As a result, surgical intervention occurred wherein the ipg was explanted and replaced to address the issue.